Manufacturer narrative:
The device was received fully deployed. Corrosion was observed on the linkage assembly, commutator cap, and mechanism rails. Inspection of the download data confirmed that an 0x40 alarm was generated by the pod during operation, indicating rotational sensor maximum open count exceeded. No timeouts or drive stalls were seen in the download data. The hazard alarm was generated due to fluid on the commutator cap which prevented the rotational sensor from transitioning from a closed state to an open state. Due to the observed corrosion a leak test was completed, fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. This resulted in fluid leaking inside the device, internal corrosion, and the 0x40 hazard alarm. It could not be determined if the internal leak contributed to the reported communication error. The cause of the reported communication error could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone14.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 24 and 36 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. The device was received fully deployed. Corrosion was observed on the linkage assembly, commutator cap, and mechanism rails. Inspection of the download data confirmed that an 0x40 alarm was generated by the pod during operation, indicating rotational sensor maximum open count exceeded. No timeouts or drive stalls were seen in the download data. The hazard alarm was generated due to fluid on the commutator cap which prevented the rotational sensor from transitioning from a closed state to an open state. Due to the observed corrosion a leak test was completed, fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. This resulted in fluid leaking inside the device, internal corrosion, and the 0x40 hazard alarm. It could not be determined if the internal leak contributed to the reported communication error. The cause of the reported communication error could not be determined.